Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the issue occurred during patient preparation prior to use of the device. The procedure was completed by using another system. The philips remote service engineer (rse) evaluated the system remotely and confirmed the reported issue. A field service engineer (fse) inspected the system on-site and identified that the software bug on the suite pc application software. To resolve the issue, the fse re-installed the suite pc software. The system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.